Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a procedure of lap appendectomy, at the moment of resection an ats45 laparoscopic stapler was used. After closing the jaws and firing, the instrument was locked and it wasn't possible to open and extract it. After several attempts finally the operator broken the device and removed it from the tissue. The staple line appeared incomplete with many staples not properly formed. To complete the surgery another instrument was opened (powered echelon 60 - psee60a) and placed above the incident.

Manufacturer narrative:
(B)(4). Date sent: 7/31/2020. D4: batch # t5cr8x. Device analysis: the analysis results found that the ats45 device was received totally disassembled with a 6r45b reload loaded in the device. The reload was received fully fired. No functional test could be performed due to the condition of the device. The condition of the internal components were verified and the firing trigger teeth were found broken. The condition noted in the firing trigger teeth is consistent with an excess of pressure to the firing trigger when activating the firing mechanism. No conclusion could be reached as to what caused the device to be received disassembled with the firing trigger teeth damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.